Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not infuse properly on patient. The drug, volume, rate and dose were unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was tested at 40ml/hr with a vtbi of 10ml and 70ml/hr with a vtbi of 17.5ml. Both tests yielded passing results (9.93ml / -0.7% and 17.169ml / -1.897% respectively. The device was determined to meet all product specifications related to the reported event. The under infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.